Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eight bone screws and one locking bone plate were returned for evaluation; as returned, corrosion/ discoloration is noted on the bone plate and two screws. These three devices were sent for scanning electron microscope (sem) analysis of the base material and corrosion/discoloration. Sem analysis confirmed presence of corrosion products as well as the presence of nickel which is to be expected in the metal materials. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. The plate and screws are used for treatment. A patient history review indicated a revision surgery was conducted due to infection approximately 4 months after implantation in order to remove the implant. It is important to note the patient had a nickel allergy. These products are provided to the field non-sterile and it is expected that they will be properly sterilized prior to use to reduce the risk of infection. Due to the nickel allergy of the patient and the results of the sem analysis, the most likely probable cause of the allergic reaction is the existing patient condition; however, a definite cause of the infection cannot be determined.

Event description:
It is reported that the patient was revised due to a nickel allergy causing the patient to experience a body rash and infection. During the surgery, it was noted that one locking screw and the hole of the plate had corrosion.

Manufacturer narrative:
This report will be amended when our investigation is complete.